Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms while trying to deliver a bolus. Her blood glucose was 406 mg/dl. Troubleshooting was performed. Insulin exited during a fixed prime. Upon removal of the infusion set, the cannula was not bent. An additional fixed prime was run and insulin exited. It was explained the insertion site may have been occluded. Nothing further reported.